Manufacturer narrative:
(B)(4). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported the symptom of chest pain and the invisalign system aligners were being used at that time.

Event description:
The patient reported symptoms of swollen glands, throat closing, shortness of breath, chest pain, dry mouth and scratchy throat. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptom. The treatment was discontinued on (B)(6) 2015 and the patient is currently back to normal. The treating doctor did not consider the event was serious or life threatening to the patient.